Event description:
Customer reported feeling "disillusioned and confused" with result of 315 mg/dl obtained on the advantage system. Customer's test strips were expired. Paramedics arrived within 5 minutes; customer tested 65 mg/dl on professional device and was treated with a peanut butter and jelly sandwich. Low blood glucose symptoms improved in 15 minutes, and customer re-tested 113 mg/dl on professional device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
At the time of the event, pt's test strips were expired. Historical retention info provided.